Event description:
It was reported that, during a robotic laparoscopic roux-en-y gastric bypass procedure, the arm cart assembly (aca) triggered a non- recoverable error while the customer was removing the monopolar curved shears. The start-up-specilist (sus) reported that force was applied to the instrument drive unit (idu). The aca required a restart to continue the procedure. After restart, the aca calibrated successfully and no further errors occurred. The surgery was delayed by approximately 10 minutes due to the aca restart, resulting in increased anesthesia time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.